Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed two complaints from this production order number, one is related to this complaint and the other one is not related ,however no product deficiency was identified in those cases. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 7/22/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received with a cut on the optic body and viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. Detached haptics were also observed (one missing). Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed (however dc-haptic detached is similar to dc-haptic damaged but cannot confirm the complaint ), and therefore no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a zkb00 model intraocular lens(iol) was fully inserted they noticed a torn haptic. The event was observed after insertion of lens into patient's left eye. Procedure was completed successfully using backup lens of the same model and diopter. There was no patient injury and no medical/surgical intervention such as incision enlargement, vitrectomy or sutures were required. Patient was doing okay. No further information available.